Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed. And found no irregularities. Olympus medical systems corp. (Omsc) presumed, that the reported phenomenon occurred, due to ccd unit failure. The cause of ccd unit failure could not be identified.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to damaged ccd unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the nurse checked the system and found that the camera head had no image on monitor. The case was canceled. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190, clv-s190 and uhi-3.